Manufacturer narrative:
The device has not yet explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that patient was no longer having any hearing sensations. Testing confirmed that the device was no longer functioning.